Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the pediatric clinic stated that several patients where experiencing air bubbles in the reservoirs. It was stated that they were following the proper filling process and issue still occurs. The blood glucose level at the time of the incident is unknown. Troubleshooting was not performed. The doctor had an appointment on (B)(6) 2014 to discuss further. The product will not be returned for analysis.